Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer controller issue. A field service engineer replaced both the solenoid and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a burning smell. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Event description:
The customer initially reported that when using the bd pyxis¿ medstation¿ es there was a burning smell. The customer reported that there was a delay to the patient's workflow. Components were later returned to bd for complaint investigation. Upon investigation it was determined that there was thermal damage on the solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, section h device manufacture date. Additional information: section h imdrf codes, section h manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station had a burning smell was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: the customer stated that there was a delay due to the drawer not recovering and noticed a smell possibly from solenoid overheating found drawer controller board was holding the solenoid in the open position; replaced both solenoid and drawer controller board and station tested fine visual inspection of the solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the drawer controller board observed no issue; however, electrical measurement of the board noted a component to be shorted. Shorted board and solenoid components are one of the symptoms of the issue of a station having a burning smell. No further testing was deemed necessary on the solenoid and drawer controller board parts.